Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 - code b20: the device remains implanted and was therefore not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. H6 -code d1102: instructions for use warnings section state: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, during treatment of a stenosis in the celiac artery, a 7fr raabe sheath was used to advanced a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). It was reported the physician retracted the vbx device back into the sheath because it did not cross the lesion. As the vbx device was withdrawn, the constrained device was dislodged after catching on the edge of the sheath. The dislodged stent was confined against the wall of the external iliac artery with a device. Then, a new vbx device was advanced and deployed with no issues. The patient did not experience any adverse consequences. As reported, the physician suspects the inner diameter of the raabe sheath was also too tight for the vbx device.